Manufacturer narrative:
The device was not returned for evaluation. The hospital representative stated that information is confidential and the product was not available due to contamination issues. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The lot/serial number was not provided thus a device history record was not reviewed. Invasive procedures involve some patient risks. In this case, the patient required a new stick to insert a new femoral line catheter. With a second insertion site, there is the potential for infection. In this case, there were no patient complications reported. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation however, the lot number was not provided thus a device history record was not reviewed

Event description:
It was reported that while using this volumeview set, a saline leakage from the femoral catheter connector to temperature sensor was found. The femoral catheter was changed using a new insertion site. There was no allegation of patient injury. Patient demographics was requested, but was not provided.